Event description:
It was reported the powerseal curved jaw sealer & divider had seal incomplete error message display even though the seal button was pressed. This malfunction occurred during a therapeutic pelvic lymph node dissection procedure. This procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: roughness in the image and damage to the charge coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.